Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7086846.

Event description:
It was reported that the patient had lost pain relief and stimulation was in non target areas. Fluoroscopy image was taken and showed that both of the leads had migrated. The patient underwent a revision procedure wherein both leads were replaced. The patient was doing well post-operatively. The explanted leads were not returned as they were discarded by the medical facility.